Manufacturer narrative:
(B)(4). The pt remains ongoing with the new lvad. The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd user facility report (B)(4) from the (B)(6) registry. The report indicated that the pt presented with cardiogenic shock. After medical management his pump had failed. He continued to have significant evidence of hemolysis and started to have end-organ dysfunction. Echo showed his pap 70 mmhg with severe mitral regurgitation (sev mr). Failed inotropes. Add'l info was rec'd from the vad coordinator that the pt's pump was exchanged 7 days later and the pt is at home, and recovered.